Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Boston scientific technical services (ts) discussed to consider chest xray to see if cannulation of ra when patient had open heart surgery has dislodged or damaged the lead. This lead remains in service. No adverse patient effects were reported. Additional information received indicates that the lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Boston scientific technical services (ts) discussed to consider chest xray to see if cannulation of ra when patient had open heart surgery has dislodged or damaged the lead. This lead remains in service. No adverse patient effects were reported. Additional information received indicates that the lead was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates that the after the procedure, impedance and atrial sensing has dropped. In addition, noise was also noted on the ra lead.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Boston scientific technical services (ts) discussed to consider chest xray to see if cannulation of ra when patient had open heart surgery has dislodged or damaged the lead. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to the initial emdr in b5 event description.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Boston scientific technical services (ts) discussed to consider chest xray to see if cannulation of ra when patient had open heart surgery has dislodged or damaged the lead. This lead remains in service. No adverse patient effects were reported. Additional information was received indicating that after the open heart surgery and prior to the explant procedure of this ra, impedance and atrial sensing issues were observed. In addition, noise was also noted on this ra lead. This lead was explanted and replaced. No additional adverse patient effects were reported.